Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patients own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period.since there are multiple modes of contamination other than the prosthesis itself, and no indication or allegation that the patients infection was device related, the event was likely due to patient and or procedural-related factors. Although the product was not returned and there is an allegation per the implant data card, there was a deficiency of the device there is no information available to suggest the allegation is related to a manufacturing non-conformance or a product failure with regard to design, reliability, or use error. For this event a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed or impacted this event.

Manufacturer narrative:
The device was returned to edwards for evaluation. The device was not requested due to endocarditis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Through implant patient registry and medical records, it was learned that a 27mm 11500a valve, implanted in the aortic position, was explanted after an implant duration of 1 month and 14 days due to prosthetic valve endocarditis. The explanted valve was replaced with a 25mm konect resilia aortic valved conduit (avc). Patient was in recovery post procedure. Per medical records, the patient presented with tv and prosthetic av endocarditis with aortic root abscess. The patient underwent extensive adhesiolysis, redo avr with aortic root replacement utilizing a 25mm konect resilia aortic valved conduit (avc), reconstruction of the aortomitral curtain with bovine pericardial patch, and tv repair. Upon weaning from cpb, the patient had complete heart block and pacing was required. The patient left the or with open chest and heavily packed. The patient was taken back to the or for mediastinal washout on pod #2. After removing the packing, a pulsatile bleeding was noticed coming from the aortic root at the area between the left right commissure. The decision was made to put the patient on cpb. The aortic graft was opened and the lvot defect was repaired with 4 pledgeted sutures. Of note there was a significant amount of tissue destruction from his endocarditis and abscess. He was taken back to the or again on pod# 4 for mediastinal washout, ppm placement, and chest closure. Postoperatively, the patient was discharged to the floor in stable condition.